Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was found to be unresponsive (frozen) and unable to dispense medication. The technical support specialist (tss) had identified that patient information was not synchronized across devices. After receiving permission, tss dialed into the station, which was frozen on the login page. A reboot was performed, and the customer successfully logged in. The customer confirmed medication access was working, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was found to be unresponsive (frozen). The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.